Event description:
Procedure type: turp. According to the reporter: the doctor used a second (B)(4) and on the second pass the needle detached. The doctor then stopped using the device and switched to a suture to finish the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury reported.

Manufacturer narrative:
(B)(4)